Manufacturer narrative:
Returned device was received in fair physical condition but had a cracked housing and a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, no issues were found with beeping but the downstream sensor will be replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was continuously beeping. There were no reported adverse events.

Manufacturer narrative:
Other, other text: b5) customer provided additional information that there was no patients involved in the reported event.